Event description:
New information received from the customer stating there was a replacement lens available. There was no patient contact and there was no harm to the patient.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was returned with the lens still in the loading area. The plunger is oriented correctly. The plunger appears retracted to the starting point. A very small amount of viscoelastic is seen on the haptics and on the optic. The lens appears to have been oriented differently than received, and replaced into the lens loading area for return, based on the pattern of solution. A solution pattern is evident on the posterior of the optic matching the width and size of the plunger. The travel path of this solution pattern begins at the posterior optic edge and travels toward the center. This would indicate a plunger underride of the lens has occurred. An area that is split/cracked is observed halfway along the solution travel path and located directly above the solution travel path on the anterior surface of the optic. The optic damage was most likely interpreted as the reported complaint of "large defect on the optic". There was no evidence of dried solution at the cannula guide and there was no evidence of solution beyond the lens loading area. Upon removing the lens from the loading area, only a small amount of solution was observed on the floor of the loading area. No damage was observed to the device. Product history records were reviewed and the documentation indicated the product met release criteria. It is unknown if the qualified viscoelastic was used. The optic was damaged within the observed travel path pattern of solution present on the lens posterior. The solution pattern on the posterior of the optic matching the width and size of the plunger would indicate a plunger underride. The root cause of the complaint may be related to failure to follow the dfu. An inadequate amount of viscoelastic is observed in the device. There was no viscoelastic observed beyond the loading area. If the device is underfilled with viscoelastic this will result in inadequate coverage of the lens and lens fold path with ovd. The dfu instructs to fill the device until viscoelastic, at a minimum, can be seen flowing past the nozzle ¿fill-to¿ line (approximately 0.2ml room temperature ovd). It is unknown if the qualified viscoelastic was used. Material properties of a non-qualified viscoelastic may contribute to underfill, overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes, which may result in lens damage or delivery issues. The lack of viscoelastic beyond the loading area would indicate that the plunger underride occurred with the lens still in the loading area. This may also suggest the plunger was advanced faster than the recommended rate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that an intraocular lens (iol) presented with a large defect on the optic. The timing of the event and patient impact are unknown. Additional information has been requested.